Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the patient experienced pericardial effusion and tamponade from perforation which was confirmed by echocardiogram. It was reported that the right atrial (ra) lead was re-positioned several times and then the patient became unstable. Surgical intervention was required to remove fluid from the pericardial sac. The patient was transferred to the intensive care unit (ICU) and was stable. The ra lead remains in use. No further patient complications have been reported as a result of this event.